Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The event electrodes were not available for evaluation. Multiple attempts were made to receive clarification from the customer without success. Instead, electrodes from the same lot numbers 4415, 4415a, and 0715b were returned for evaluation. An investigation consisted of visual evaluation with no discrepancies. A continuity and electrical test were performed and found to be within specification. The retains were evaluated and concluded there were no assembly or performance discrepancies. This claim is being closed as no fault found. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain ECG signal using these pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to the following medwatch report numbers for similar reports from the same customer: 1218058-2016-00010 and 1218058-2016-00007.